Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that aneurx bifurcated stent graft was undersized for the diameter of the aortic neck and did not seal which resulted in a type I endoleak. (Ref: MDR# 2953200-2010-00231). The physician elected to place a palmaz stent and aggressive ballooning had to be performed. The endoleak improved but was not completely resolved, however, the physician elected to end the case at this time. The physician brought the pt back fourteen days post implant for an intervention. The CT demonstrated that there was still a type I endoleak present. The physician elected to pull the bifurcated stent graft down to make room to place two aortic cuffs. The bifurcated stent graft was extremely resistant to being pulled down, and ultimately the physician pulled so hard on the device, the flow divider was torn/disrupted. The physician implanted two iliac limbs to successfully recreate the flow divider. The physician then placed two aneurx 28 cuffs to treat the proximal type I endoleak. The physician had difficulties placing the aortic cuffs because the bifurcated stent graft could not be pulled down as far as intended. The aortic cuffs were built up; however, the second aortic cuff placed was partially occluding the lower right renal, which necessitated placing a 5 x 19 renal stent from the left brachial to preserve the flow to that vessel. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention required) - (B) (4): eval results: (occlusion). (No room for second cuff to be placed).